Event description:
Center recently changed the MFR of the former anesthesia machine. Somehow the oxygen sensor was removed from the new machine which resulted in it appearing like the old machine. As a result, when the anesthesiologist chemically paralyzed the pt, the pt was receiving room air with no positive pressure ventilation. The pt became hypoxic which was immediately recognized by the anesthesiologist who corrected the problem. The pt responded without adverse effect or serious injury.